Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-29 that has a similar product distributed in the us, list number 08d06-31.

Event description:
The customer reported a (B)(6) architect (B)(6) result on one male patient. Results provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect syphilis tp reagent lot 93326li00 identified normal complaint activity. No customer returns were available for evaluation. A retained kit of reagent lot 93326li00 was tested for sensitivity with a sensitivity panel and the data shows that the sensitivity performance of lot 93326li00 is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.